Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient was treated with injection of fortum (1g, once a day, route not reported, ongoing) and amikacin (500mg, once a day, route not reported, ongoing). Dianeal therapy was ongoing. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
The cause of the event was clarified to be a breach in aseptic technique; further specified as hygiene was not maintained. The day following the event onset, the patient was hospitalized for peritonitis. On an unspecified date, the fortum and amikacin were discontinued. On an unknown date in the same month, the patient recovered. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.